Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced chest pain during the implant procedure. Cardiac tamponade was discovered via echocardiogram which the physician believed to be the result of the rv lead helix being inadvertantly extended while in the coronary sinus. A pericardiocentesis was performed to resolve the tamponade; both the right atrial (ra) and rv leads were also repositioned as a precaution. No additional adverse patient effects were reported. This system remains in service.